Event description:
It was reported to boston scientific corporation that an exalt model b single use bronchoscope, slim, was used during a bronchoscopy procedure on (B)(6) 2023. During the procedure, the scope worked during the first ten minutes of the procedure, and suddenly the image was lost while the scope was inside the patient, the exalt home screen was displayed. The scope was removed, and the procedure was completed with another exalt model b scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. H6: device code a06 captures the reportable event of loss of visualization inside the patient.